Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that pt called back and reported their controller was having trouble recharging their ins so they called on monday, patient received their controller replacement and want to pair it with their ins. Pt said they were following the steps to get it sync and they got to number 7, green light was flashing on the controller but when they plugged in the recharger they don't get the position screen and it does nothing. Agent had pt to reset the controller. Pt confirmed no visible damage on the controller port, recharger paddle, cord and pins. Agent instructed pt to clean the connection pins. Agent walked the patient through to finish the pairing process. Pt confirmed they were able to finish the pairing and was able to charge the ins showed 100% for the controller and 40% for the ins with excellent quality. Agent advised pt to keep charging the ins and will call back if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The pt reporting that the implantable neurostimulator (ins) is not charging and started 'acting up' last week. Pt stated that friday night, the ins would not charge over 30%. Pt stated on saturday, they tried to get it to charge and the controller would 'turn off' and 'shut down' and they have to reset the controller to start over. Pt confirmed controller charges to 100%. Pt stated the ins charges for 5 mins and then 'stops' and sometimes says finished. Agent had pt reset the controller - pt denied damage to controller battery compartment and to the recharger. Pt started ins charge and saw controller at 100% and ins 40% poor recharge quality. The pt then made the comment that they are getting no stimulation and "pretty sure the implant shut down". Pt saw therapy on group a on the call. Pt stated they are not using the belt and they are holding the paddle tucked into their trousers. Pt saw the ins was recharging excellent and then it 'stopped' 40% finished. Pt denied falls/trauma. Agent had pt try to charge ins with stimulation off- pt stated the screen was stuck on checking recharger quality, pt stated it does that for 5-10 mins sometimes. When asked healthcare professional (hcp) - pt stated they had 4 doctors in their life at that time. Pt was redirected to hcp to further address not feeling stimulation. Agent sent request to repair to replace the controller. Agent recommended to follow up with hcp if replacement controller does not resolve ins charging issue.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient that they didn't meet their physician as after the controller replacement, the issue was solved and the old controller was defective.